Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Diagnostic lap - "the surgeon had difficulty inserting trocar and when he pulled the obturator out of the cannula the tip broke off outside of the patient." Patient status - "patient did well".

Manufacturer narrative:
Full UDI number provided. Investigation summary: the event unit was returned for evaluation. Upon visual inspection engineering confirmed that the plastic tip of the fios® obturator had broken from the shaft. The fractured piece was also returned. The root cause of this incident is likely due to the manufacturing process. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this continuous process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of event to occur. In accordance to 21 cfr 803.56, if we obtain additional information which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.